Event description:
The customer reported the workstation would not boot up. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The connector was disassembled and the connector pins were put back into place. The system was tested and operates as intended.